Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal vhd kit size 3 was deployed. The patient later presented with "redness and pain" in the groin. The patient was seen and sent home. While the patient was at home, "a large amount of pus" came out of the puncture site. The patient was seen by a vascular surgeon at the emergency room and a surgical debridement was performed. The patient was treated with 7 days of IV antibiotics and discharged home with no further complications.